Event description:
The device was used during a "tfc" fusion cage explantation. Reportedly, the cage was explanted from the pt due to unspecified reasons. The hosp has reported the pt's condition is satisfactory.